Event description:
It was reported the patient had his 18cm lgx inflatable penile prosthesis removed and replaced with another manufacturer's device for unspecified reasons. The other manufacturer's device was removed due to infection in the scrotum on (B)(6) 2018. A new 20cm x 14mm spectra penile prosthesis has been implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: (B)(4), batch/lot number: 151027002, gtin: (B)(4), model/catalog description reservoir flat iz 100 ml, expiration date: 09/19/2018, manufacturer date: unknown.

Event description:
It was reported the patient had his 18cm lgx inflatable penile prosthesis removed and replaced with another manufacturer's device for unspecified reasons . The other manufacturer's device was removed due to infection in the scrotum on (B)(6) 2018. A new 20cm x 14mm spectra penile prosthesis has been implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated that the patient was dissatisfied with the device.